Event description:
It was reported that the patient had an infection. Hcp was attempting to rapidly decrease patient's dose. The drug in the pump was baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
The patient was in the hospital while being titrated down.

Event description:
Additional information: the type of baclofen administered via the patient's pump was lioresal. The patient's infection was being managed by a neurosurgeon. A surgical device replacement procedure occurred. The patient recovered without sequelae.

Manufacturer narrative:
Catheter model # 8709, lot # l66205, implanted: (B)(6) 1999, explanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the symptom of infection was fever. Primary location of infection was unknown. Culture source was blood and organism cultured was (B)(6). Treatment instituted was IV antibiotics. Total device system was explanted. It was unclear if there was another device replacement. Infection was resolved. It also was reported that there was no drug withdrawal.